Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. It was ascertained that quick notes can be voided and can be moved to the "all voided notes". However, the voided notes continue to appear in the quick notes view. The user can add information to a free text data field which can be modified. However, mosaiq does not make any clinical decisions or take any direct actions based on the quick notes data. This issue would not result in patient harm and is not a safety issue. A software release to correct this issue is due to be released in mosaiq version 3.0 sp1.

Manufacturer narrative:
The manufacturer's investigation is on-going, and further information will be provided once the investigation has completed.

Event description:
The customer reported that quick notes display still shows status as, "voided notes as active."